Event description:
On [redacted], patient arrived at office for c5d1 yondelis 24-hour pump infusion. Port was accessed and flushed well with positive blood return. Pump setting was verified with second rn and connected to the patient. On [redacted the next day, patient returned to the office for pump to be discontinued. Cadd [computerized ambulatory drug delivery] pump said that 588 cc had infused, and zero volume remained. However, the drug bag was full and none of the drug infused. Patient reported the cadd pump did not start alarming until an hour prior to arriving to office appointment. The white spiking device had kinked over on the medication bag preventing the medication from being administer. The white spike is the equashield¿s ez spike adapter as part of the closed system transfer device (cstd). On assessing the products used the following was found. First, the infusystem cadd pump failed to alarm appropriately when the flow of medication was obstructed. The office report to infusystem the malfunction of the pump and sent the pump back to the manufacturer. Second, where the kink in the tubing occurred, the white ez spike adapter is required for the cstd and cannot be omitted from the drug prep. Third, the tubing is supplied by the pump vendor, infusystem. According to both infusystem¿s and equashield¿s company recommendation, the equashield cstd is compatible with infusystem. Fourth, the size of carrier bag/belt bag housing the drug and pump may have been too small, which could have contributed to the medication bag being pinched off. No other human factors found to cause the medication to not be administered. Manufacturer response for pump, infusion, cadd (per site reporter).